Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one needle. The needle was received broken at the needle tip. Upon microscopic inspection, instrument marks were observed near the break site. It was reported that the component disengaged and the needle broke. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends, breaks, or damage the connection between the needle and suture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of an open caesarean section, after using the device, the surgeon placed the device on the table while being clamped by needle holder, but the needle flew off. The needle was found in the surgical field side pocket. When the needle was placed back on the sheet, a broken needle tip was seen on the sheet. The needle that flew off was checked if it was broken, and it was confirmed that it did not break. An imaging test was done to identify the location of the broken needle. After looking among the other discarded needles, the needle with a broken tip was found.

Manufacturer narrative:
D10 concomitant products: clt-250-mg - clt-250-mg polysorb, 0 vio 5x45cm btp1dt, lot #: d3m2635y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.